Event description:
Additional information received noted that the cause of the event was patient almost falling and having jolting and discomfort at battery. Impedances were normal. No surgical intervention was performed. Reprogramming was performed on (B)(6) 2012; pulse width was increased. The patient was getting stimulation where needed. Signs and symptoms was noted as none. No hospitalization was required. The patient outcome was recovered without sequelae.

Event description:
It was reported that the patient experienced trauma; the ins was hit while at church and since that time the patient was experiencing pain over the ins and the l side stim was not working well. There was a loss of therapeutic effect. It was also noted that the patient was scheduled to have a pain pump implanted. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead: model # 39286-65, (B)(4), implanted: (B)(6) 2010, explanted: unknown; programmer: model # 37743, (B)(4); recharger: model # 37752, (B)(4).